Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting evenly; the torque for the thickness control lever was loose and the width plates, ball plunger, and thickness control lever were damaged. The thickness control lever and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was not cutting evenly. There was no patient impact noted or delay. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.